Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 39-40 mg/dl. During the middle of the night, the customer checked bg level and misread the value as 396-397 mg/dl, when actually the bg was between 39-40 mg/dl. The initial cause of the low bg was unknown. The paramedics were called and the customer was taken to the emergency room (ER). Customer was treated with intravenous saline and insulin while in the ER. No permanent damaged occurred. At the time of the report with tandem technical support the customer was still admitted to the ER. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.